Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was interrogated due to the patient experiencing lightheaded, weakness and low blood pressure was observed on the home monitor. Electrocardigram was completed which indicated possible device failure. Based on current transmission the device is functioning as programmed. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.